Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim and pink. This report is made based on results of investigation completed on 09/12/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings: evaluation revealed that the keypad is cut and torn under the down key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keys respond appropriately and there was no contamination under the buttons. The display was found to be dim and pink.